Event description:
It was reported that the patient had a (B)(6) infecton. The patient was hospitalized for six days and was treated for the infection. The implantable cardiac defibrillator (ICD) and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 implantable tachy lead 2004-(B)(6), d224trk implantable cardioverter defibrillator 2010-(B)(6). (B)(4).